Event description:
Boston scientific received information this right ventricular (rv) lead was exhibiting an increase an impedance measurements from 300 ohms to 1300 ohms. Additionally, increased threshold measurements and no capture were also observed. Capture was re-established after device outputs were reprogrammed. The patient is not pacemaker dependent and no adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and stated that the sudden change in threshold and impedance measurements may be an indication of a lead issue. The boston scientific sales representative returned the following day to assess the lead. Unipolar impedance was 300 ohms and thresholds were 0.9v @ 0.5ms. Additionally, sensing measurements were stable. The decision was made to leave the lead programmed to unipolar configuration with auto capture (ac) on. The patient will be followed more frequently. This product issue will be updated if additional information is received.